Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 949 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient did not like the positioning of the pump and thought it bothered his nerves. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no other system issues or complaints. The patient was taken to surgery. During the procedure, the physician removed the pump and implanted a new pump on the patient¿s other side which necessitated revising the pump portion of the catheter. Following the procedure, the hcp was able to aspirate 1 cc easily via the cap (catheter access port) on the new pump. It was noted that when the old pump was explanted, it appeared that the pigtail component of the catheter wasn¿t properly connected so it was unclear how much of the original 949 mcg dose per day the patient was getting so the hcp reduced the starting dose of the new pump to 500 mcg/day. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.